Event description:
It was reported that the video system center exhibited e337 fan error. The issue occurred during installation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent video connector pins. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bent video connector pins causing the black screen and faulty fan causing the e337 error. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.